Manufacturer narrative:
The device was received for evaluation. During functional testing , system error 322 was reproduced. A review of event history log revealed multiple occurrences of the system error 322 (link switch error (low)). A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be input/output printed circuit board (I/o pcb). The I/o pcb requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during an unspecified process in the biomed service department. There was no patient involvement. No additional information is available.